Event description:
It was reported that pump malfunction occurred after pump was charged following shutdown, displaying malfunction code that customer had not previously reset within the last 24 hours. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, received instructions on how to reset pump, successfully reset it without recurrence of malfunction, was advised that pump could continue to be used, and was instructed to call back if malfunction code recurred, which customer acknowledged and understood.